Event description:
It was reported that there was a system failure. The customer returned the product for the system failure, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated and the pump event history logs (ehl) showed system fault 45169. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a system fault 45169 and the pump visual inspection found a delaminated downstream occlusion (dso) seal. The dso sensor was found to have corrosion, and the printed wiring assembly (pwa) has fluid ingress/contamination. The device loses power as well. The cause of the customer reported problem was fluid contamination and humidity. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and system fault 45169 confirmed in the ehl. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.